Event description:
Nb was playing in the bed with the head of the bed elevated. The raised portion of the bed fell on her legs. She was not injured.

Manufacturer narrative:
Our initial assessment of this incident did not address the potential for serious injury if the malfunction were to recur so we did not file a report at that time. A review of our CAPA procedure determined that a report should have been filed.